Event description:
A customer reported a malfunction on their pump, specifically indicated by malfunction code 12. The issue led to the customer's blood glucose level exceeding 500 mg/dl, although the exact value was not specified and was displayed as "high." The customer addressed the high blood glucose level by administering a correction injection using a manual injection method. Technical support assisted by providing information for resetting the pump, which resolved the malfunction as it did not recur. The customer was instructed to continue using the pump and to contact support if the issue reoccurred. No further third-party assistance was required.